Manufacturer narrative:
(B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 10/21/2015. Retain and return product was tested and functioning according to specification. Investigation: the device history record (DHR) for this lot was reviewed. The lot passed finished goods (fg) release criteria. Forty retained cartridges from the lot were tested using a whole blood (wb) sample and I-stat chem8+ level 2 control (l2). Testing met the acceptance criteria found in q04.01.003 rev. W, appendix 1 - product complaint level 2 and level 3 investigation procedure. One hundred returned cartridges from the lot were tested using a wb sample and I-stat chem8+ l2. Testing met the acceptance criteria found in q04.01.003 rev. W, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been identified. Assessment: the complaint investigation concluded there was no product deficiency and that the I-stat cartridge lot is meeting specification. There are no repeats on the I-stat on the same day. A different sample was drawn and sent to the laboratory.

Event description:
On (B)(6) 2015, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant results for na, k, cl, ica, & bun, on a (B)(6) male patient with pneumonia, congestive heart failure, and sepsis. There was no additional patient information available at the time of this report. Return product is available for investigation. (B)(6). At the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc, however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care (B)(4).